Event description:
Sales rep reported that a surgeon plans to revise a cervical case due to the plate pulling outward. As surgical intervention, an MDR is being filed to document this event.

Manufacturer narrative:
Sales rep. Was in the revision case. He reported that the x-rays show that the entire plate was pulling out of the bone. Rep. Confirmed that the pt had very poor bone quality. Sales rep. Stated that the surgeon did not consider this to be a device related issue.